Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported on a radiology report, 1 year after the initial implant that the patient had back pain and right leg numbness. Flow continued throughout the graft and left iliac limb and no blood flow is identified in the right iliac limb. The aneurysm sac demonstrates no immediate or delayed opacification to suggest leak and the superior attachment site appears intact. Currently, no intervention has been performed. No additional clinic sequelae have been reported and no additional information was provided.